Event description:
Sudden impedance change and the high values, this suggests that the biotronik linox rv lead (rv coil) is fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).